Event description:
It was reported that the device displayed a canister full alarm when the canister was not full. The canister change and the issue was solved. Occurred again on 4th august, patient reported this to silver chain nurse on the 5th august. The canister full alarm was activated and continued for ten minutes and then resolved itself, without intervention. Patient stated that the device was maintained in an upright position. Actual canister in use is not known. The canisters in stock on base include the following lot numbers: 38503379,38984208, 39838819, 37263531.

Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include blockage or damaged component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.